Event description:
Point of care testing device to measure inr at home generated panic value leading to emergency room visit. Laboratory measurements confirmed therapeutic inr. Discordance between potc values and lab values has persisted for almost 4 weeks. In 3 months leading up to this event, there had been good correlation between the device and lab values measured at coumadin clinic. No changes in warfarin dosing. Clinically, child did not appear to be excessively anticoagulated. No significant bruising but did ooze from needle punctures. Manufacturer has already replaced poct unit and all testing supplies. Family has been observed and their testing technique is excellent. Discrepant results do not appear due to a technical/machine issue. They have been very supportive of family and trying to resolve issue. Warfarin stable dose, not changed during this period. Digoxin stable dose. Lasix stable dose.